Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.